Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system did not boot up successfully; got stuck at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the flexvision stuck at zero and frame grabber issues. The remote alert indicated that the flexvision pc grabber cards were not initialized. Upon further investigation, rse confirmed that the grabber card was malfunctioning, which resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has implemented a medical device correction z-1144-2024. A replacement flexvision pc was delivered to the customer for replacement. The customer replaced the flexvision pc themselves to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.